Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR#2134265-2013-00085 and 2134265-2013-00087. It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. In (B)(6) 2010, the patient presented with silent ischemia and cardiac catheterization was recommended. The 90% stenosed, 42mm x 2.5mm, target lesion was a long lesion located in the proximal left anterior descending artery (lad) and extending to the mid lad. The target lesion was treated with pre-dilatation and placement of overlapping taxus liberte stents, 2.25 x 32 mm distally, 2.25 x 8 mm mid and 2.25 x 8 mm proximally, with 0% residual stenosis. The subject was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with acute kidney failure and was hospitalized for st elevation myocardial infarction. The mi was treated medically. Four days later, the event was considered resolved without residual effects and the patient was discharged.

Event description:
Two 2.25 x 8 mm stents were initially reported as implanted and correct stent sizes should have been 2.50 x 8 mm.

Manufacturer narrative:
(B)(4).